Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, d9, h2, h3,h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler, switch and focus ring watertight defect and small rust spots on some parts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working. There were no reports of patient harm.